Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and intermittent non - capture were noted on the leadless implantable pulse generator (ipg) approximately one week post implant of the leadless implantable pulse generator (ipg). The device was programmed off and replaced with a transvenous system. No patient complications have been reported as a result of this event.